Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the gasket from the 511sd fell into the pt, but was retrieved laparoscopically. It was unk how the procedure was completed. There was no consequence to the pt.